Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a cervical c1-c2 spinal fusion, a 3mm lateral imprecision was observed when the drape was placed over the patient. It was reported the imprecision was observed after placing the two screws into the c1 vertebrae. The representative reported that the surgeon believed the imprecision occurred from the c1 changing alignment following screw placement. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to use a c-arm to confirm placement of the screws. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.